Event description:
When stimulation was turned on, the pt reported feeling a mild shocking in her thigh for an instant and then it faded; the pt's stimulation for her arm pain was adequate. The lead was in her cervical area. It was unclear if the pt was having nerve compression from the position she was in (possibly twisting) when turning on/off the stimulation. The pt also felt that the stimulation was too strong when lying down; it was recommended that she turn down the stimulation at night when sleeping. The impedances were checked. The system was functioning properly. The hcp was unable to provide any additional details regarding the vent.